Manufacturer narrative:
Customers and retailers have been informed through the fa16may2006 letter. Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. However, uom was selectable and was received at mmol/ls. Erro 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable.

Event description:
A customer reported that the uom setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.